Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not performing as expected for the last two or three months. The original reservoir was plugged and a new one was implanted, the cylinders and pump were removed and replaced. Upon explant, no device issues were identified. There were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not performing as expected. The original reservoir was plugged and a new one was implanted, the cylinders and pump were removed and replaced. There were no patient complications reported.